Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a47 alarm due to motor error alarm noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated they removed the battery and they stated several other alarms came up. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and declined motor position encoder error alert. Customer was able to clear the alarm and also able to rewound the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.